Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of slider resistance is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "slider did not operate properly" during implantation in right eye. No eye injury reported.

Event description:
Additional details received describing event as "unnecessary resistance occurred when sliding." It was also noted a backup device was successfully implanted.

Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. No damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed, which meets the expected result. Investigation result: the category/subcategory of injector - slider resistance is not verified based on the test results in the sample investigation.

Event description:
Healthcare professional reported a xen®45 gts "slider did not operate properly" during implantation in right eye. No eye injury reported. Additional details received describing event as "unnecessary resistance occurred when sliding". It was also noted a backup device was successfully implanted.